Event description:
It was reported that the patient was hospitalized for a stroke and hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. The patient was discharged on insulin pump therapy and is currently working with his physician to adjust his insulin delivery rates. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.